Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a sphincterotomy was completed. The physician then used a cook endoscopy tracer metro wire guide to facilitate stent placement in the pancreatic duct. The information provided indicated this was a difficult case. The wire guide was pushed and pulled in order to move it into position deep inside the pancreatic duct. When the wire guide was moving into position, resistance was encountered. At this time, the physician noticed a portion of the wire guide tip (outer coating) detached into the duct. Approximately 1 to 2 mm of the wire guide tip coating remained in the patient's pancreatic duct. The physician did not attempt to remove the remaining wire guide coating from the patient. The procedure was completed by using another wire guide to place a stent. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation. Evaluation: our evaluation of the returned device confirmed the report as described. The black coating on the wire guide tip has separated from the wire guide exposing the inner core wire at the distal end. The small portion of black coating that detached in the patient was not returned. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of occurence is rare. Conclusions: information provided indicated this was a difficult case. Also, the wire guide was pushed and pulled to move it into position. Resistance was encountered by the physician. Resistance in transversing a difficult stricture could have contributed to tip coating separation and detachment. If the wire guide receives excessive pressure due to resistance, this can cause tip coating separation and detachment. The instructions for use for the tracer metro direct wire guide describe the appropriate flushing techniques. These include the following: flush the wire guide holder prior to removal of the wire guide and flush the accessory channel of the endoscope and/or wire guide lumen of the accessory device prior to inserting wire guide. The instructions for use instruct the user that the wire guide should be kept wet for best results. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to damage to the wire guide coating. Prior to distribution, all tracer metro direct wire guides undergo a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: a corrective action has been initiated in an effort to reduce occurrences of wire guide coating separation near the distal end. This product was manufactured prior to implementation of this corrective action. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.